Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified mid circumflex (cx). While advancing the stent delivery system (sds) of the 2.75x12mm taxus express2 drug eluting stent (des) the shaft of the device kinked. When the physician tried to straighten out the kink, the portion of the shaft that was outside of the pt broke in half. Everything was removed and the procedure was completed with another of the same device. No pt complications were reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.